Event description:
It was reported that during a routine device interrogation, a power on reset was noted. The device was reset and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s.

Manufacturer narrative:
Product event summary: the actual device was not returned for evaluation. We did receive performance date collected from the device and have analyzed the data. Confirmed a power on reset occurred with clock stop status. There were no issues after reset.